Event description:
It was reported, the patient was unable to charge her generator. It was noted, there was an inability to interrogate the patient¿s device on (B)(6) 2013. It was noted no action was taken and the event was ongoing. It was further reported that there was a normal end of battery life. The neurostimulator was replaced on (B)(6) 2013 and the patient resolved without sequelae. Diagnostics revealed a dead battery on (B)(6) 2013.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3 7752, serial# (B)(4); product type recharger product ID 3487a-56, lot# v260569, implanted: 2009 (B)(6); product type lead product ID 3487a-45, lot# v229122, implanted: 2009 (B)(6); product type lead product ID 3487a-45, lot# v248944, implanted: 2009 (B)(6); product type lead product ID 3708220, serial# (B)(4); product type extension product ID 3708240, serial# (B)(4); product type extension product ID 3487a-56 lot# v260569; product type lead product ID 3487a-56, lot# v260569; product type lead. (B)(4). Final analysis of the stimulator revealed no significant anomaly. The battery had reduced capacity due to overdischarge. Analysis of the lead v260569, revealed no significant anomaly. The proximal end of the insulation was broken under the connector. Analysis of lead v229122 and v248944, revealed no significant anomaly. The lead body was stretched. Analysis of lead c260569, revealed the lead body conductor was broken within 10 cm of the connector area. Analysis of the extensions (B)(4) and (B)(4) revealed no significant anomalies. The extension bodies were cut through and the products were segmented.

Event description:
Additional information received reported that there was a loss of pain relief. It was noted that the leads did not provide stimulation to the areas it initially did. It was noted that the event outcome was listed as resolved without sequela on 2013-(B)(6). It was noted that reprogramming was done as an intervention. It was noted that the leads was replaced and the extensions were explanted on 2013-(B)(6). It was noted that there were no diagnostic methods. It was noted that symptoms were that the patient had increased pain and the ¿leads had no longer controlled the pain.¿ it was noted that the event was possibly related to the device or therapy.

Manufacturer narrative:
(B)(4)